Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented a battery error. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented a battery error. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Corrected fields: initial reporter's name: the full name of the event site noted is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found that the unit was displaying "battery maintenance required" and unit was due for a preventative maintenance (pm). The fse performed the pm per customer request. The unit passed all calibrations, functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.